Event description:
The arterial po2's were difficult to control throughout bypass. They ranged from 58 mmhg to 224 mmhg. The original oxygenator was used to complete the case. The pt's recovery was uneventful.